Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 520 mg/dl with achy muscles and dry mouth associated with an alleged history/settings issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was found that the patient¿s time was off by an hour because the patient forgot to change it after daylight savings time occurred. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged user error and not a pump malfunction.